Event description:
It was reported that the user received recurring occlusion alerts on the ilet after a full infusion set and cartridge change, with no visible leaks, damage, or air bubbles noted, and blood glucose measured at 190 mg/dl; a successful dry run test of the pump piston suggested minor air in the tubing as the cause rather than device damage, and the alert cleared after troubleshooting. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation of this case revealed no device problem found, with the medical device problem characterized as lack of effect and the device component not further specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.